Manufacturer narrative:
Concomitant products: product ID 3708120, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 37752, serial # (B)(4), implanted: (B)(6) 2009, product type recharger; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 37743, serial # (B)(4), implanted: (B)(6) 2009, product type programmer, patient; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 8840, serial # unknown, product type programmer, physician. (B)(4).

Event description:
There was a communication problem. An ins overdischarge was suspected. The 8840 (physician programmer) and recharger was not connecting. The patient did not have the patient programmer (pp) with. The patient last felt stimulation and charged approximately a month ago. A flip was suspected. The eos/eol message displayed. Telemetry issues were also reported. Two physician mode recharges (pmr) were performed and charging normally but not getting any coupling bars on the recharger. The 8840 indicated the ins was discharged so further charging needed to be done to clear the power on reset (por) and interrogate with the 8840. The ins was superficial and tilted a little bit. The recharger updated and then 8 bars were obtained. The last stimulation or recharge was in february. It was additionally reported that this was the 3rd strike. The battery was eos. It was confirmed that the cause of overdischarge was patient compliance. The patient experienced no symptoms. The patient was not receiving effective therapy and a battery replacement was to be scheduled.